Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure to occlude". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash / skin condition") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash, skin disorder, hormone level abnormal, weight increased and alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she had received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), hormonal changes, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury to herself¿ was updated to more specified events¿ dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), rash / skin condition, hormonal changes, weight gain, hair loss, device failure to occlude¿. Demographics; essure indication (amended) and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure to occlude". Concomitant products included norethisterone acetate (norethindrone) for contraception as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash and skin disorder had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding), vaginal hemorrhage discrepancy noted in date of insertion (B)(6) 2012 & (B)(6) 2011. Number of proximal coils: 2 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total occlusion. Lot number:898935, manufacturing date:2011/09, expiration date:2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure to occlude". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash and skin disorder had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: she had received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received: events "hormonal changes, hair loss and weight gain" was deleted. Ccc updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure to occlude". Concomitant products included norethisterone acetate (norethindrone) for contraception as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia painful sexual intercourse"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash and skin disorder had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding), vaginal hemorrhage discrepancy noted in date of insertion (B)(6) 2012 & (B)(6) 2011. Number of proximal coils: 2 on left cornua and 3 on right cornua . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-apr-2012: total occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: new events: vaginal hemorrhage was added. Lab data was updated. Reporter, concomitant drug was added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.